Event description:
During a coronary drug eluting stenting treatment procedure, stent damage was seen. The target lesion was located in the moderately calcified, 90% stenosed left coronary artery (lad), and was predilated with an unknown balloon. A 2.75 x 28 mm taxus express2 drug eluting stent was advanced to the lesion, but appeared abnormal under fluoroscopy. The taxus stent was removed from the body, and the physician successfully completed the procedure with another 2.75 x 28 mm taxus express2 drug eluting stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good".